Event description:
Patient was receiving a chest x-ray, when the rn and respiratory therapist (rt) outside the patient's room heard the failure alarm for the ventilator. The ventilator was not cycling. Saturation was maintained and a brief period of atrial fibrillation occurred (patient is chronic a-fib). Rt immediately began to manually ventilate the patient and continued until a replacement ventilator was introduced.====================== manufacturer response for ventilator, intensive care, drager evita 4======================ship defective part(s) to manufacturer for evaluation.